Manufacturer narrative:
Correction - please refer to d9 - the device was not returned for evaluation, g1 reporting contact. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient reported the following: on (B)(6) 2024, I had surgery for a broken tibia ± 5 cm above the pinned ankle (in 2018). During the operation on (B)(6), they placed a: t2 alpha tibia nailing system on me, which broke for the 1st time after approximately 8 weeks at the bottom of the ankle, and approximately 6 days later for the 2nd time just above. During the revision operation on (B)(6) 2024 they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm. On (B)(6) 2025, I felt a cutting pain along that plate and then I had considerable pain again while walking between 2 elbow crutches. Now it turned out that on (B)(6) 2025, that the 4 screws that went through the plate on my shin were broken. The doctor wondered how we can get those broken screws out again! Now my question is: is there a removal ¿bit/set¿ to remove broken screws?? Without losing too much bone tissue!!! I had surgery at the (B)(6) hospital in (B)(6). P.s. There is even a broken screw from 2018 in a piece of bone at the site of the current fracture! They didn't take it out then either. Bone loss! This operation then took place in the (B)(6). 1st event with allegation against t2 alpha tibia nailing system during which broke for the 1st time after approximately 8 weeks at the bottom of the ankle): manufacturer pi#(B)(4) 2nd event: 6 days later after with allegations against t2 alpha tibia nailing system which broke, it broke just above - revision surgery on (B)(6) - they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm): manufacturer pi#(B)(4).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient reported the following: on (B)(6) 2024, I had surgery for a broken tibia ± 5 cm above the pinned ankle (in 2018). During the operation on (B)(6), they placed a: t2 alpha tibia nailing system on me, which broke for the 1st time after approximately 8 weeks at the bottom of the ankle, and approximately 6 days later for the 2nd time just above. During the revision operation on (B)(6). '24 they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm. On (B)(6) 2025, I felt a cutting pain along that plate and then I had considerable pain again while walking between 2 elbow crutches. Now it turned out that on (B)(6) 2025, that the 4 screws that went through the plate on my shin were broken. The doctor wondered how we can get those broken screws out again! Now my question is: is there a removal ¿bit/set¿ to remove broken screws?? Without losing too much bone tissue!!! I had surgery at (B)(6). P.s. There is even a broken screw from 2018 in a piece of bone at the site of the current fracture! They didn't take it out then either. Bone loss! This operation then took place in (B)(6). 1st event with allegation against t2 alpha tibia nailing system during which broke for the 1st time after approximately 8 weeks at the bottom of the ankle): manufacturer pi#3894327 2nd event: 6 days later after with allegations against t2 alpha tibia nailing system which broke, it broke just above - revision surgery on (B)(6), they installed a: lcp dist tib plate 3.5 left, 9 holes, l132mm): manufacturer pi#3894348.